Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated the atrial set screw was found in the connector bore. The returned device had a ventricular setscrew block with damaged threads. The returned device indicated damaged atrial grommet. The returned device indicated a damaged ventricular grommet with foreign material. The returned device indicated a damaged atrial set screw head and foreign material in the socket. The returned device indicated a loose/detached ventricular set screw with a rounded socket, fm in the socket, damaged head and damaged threads. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the setscrew was backed out too far and was unable to be inserted back into the implantable pulse generator (ipg) device. The device was removed and replaced. No patient complications have been reported as a result of this event.